Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Reportedly, cause of low bg was due to not having an active continuous glucose monitoring session on the pump. The customer set a temporary basal rate of 0 to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.